Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had damaged power cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1 (event site state - nz, event site postal code-(B)(6)) a getinge field service engineer (fse) was dispatched to evaluate this unit, and the power cord stuck inside the machine was found and couldn't be released. Opened the side cover of the main unit, and the power cable was fixed. Unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a